Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white residue inside auxiliary channels. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus found white residue inside auxiliary water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified. There was no deviation from IFU in reprocessing steps for the location where foreign material remained. No physical damage was found at the location. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "reparation and inspection"; IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 "eprocessing the endoscope". Olympus will continue to monitor field performance for this device.